Event description:
Boston scientific received information that this system, implanted for approximately one week, was explanted due to infection. No further adverse patient effects were reported; no return of product is expected.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.